Event description:
It was reported that while testing for sars-cov-2 using bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. Confirmatory testing on one of the samples produced a negative result. This event occurred 7 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there were quite a few tests performed (exact number unknown), then there was 7 +ve results in a row. All 7 cartridges (batch 2013140 exp 28/12/22) were visually inspected when taken out of the analyser and no apparent positive test line." "After the 7th test, the client used the reader verify cartridge, which failed. The client then used the 7th cartridge in a another analyser which displayed a -ve result as expected from the visual inspection." Eua(B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Eua (B)(4).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 2013140. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2 using bd rapid detection of sars-cov-2 veritor¿ the customer received false positive results. Confirmatory testing on one of the samples produced a negative result. This event occurred 7 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "there were quite a few tests performed (exact number unknown), then there was 7 +ve results in a row. All 7 cartridges (batch 2013140 exp 28/12/22) were visually inspected when taken out of the analyser and no apparent positive test line." "After the 7th test, the client used the reader verify cartridge, which failed. The client then used the 7th cartridge in a another analyser which displayed a -ve result as expected from the visual inspection." (B)(4).